Manufacturer narrative:
One cardiomems patient electronic system and power accessories were received for evaluation. Visual inspection verified the power supply was frayed and wires were exposed. The reported event of exposed wires was confirmed as during investigation it was determined to be the power supply that was frayed with exposed wires and not the power cord.

Event description:
The patient reported exposed wires of the power cord. The power cord was replaced and there were no adverse consequences reported by the patient.